Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified forearm vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.